Manufacturer narrative:
Patient age at event is an approximation based upon the reported implant duration of this device and transcatheter pulmonary valve; the patient's birth date was requested but unavailable. A separate report will be filed on the transcatheter pulmonary valve. The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that approximately six years post-implant of this bioprosthetic valved conduit in a pediatric patient, a valve-in-valve procedure was performed with another model transcatheter pulmonary valve due to stenosis.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.